Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected white blood cell content in the platelet product. No medical intervention was necessary for this event. Donor unit # (B)(4). The disposable set was disposed of at the customer site, therefore is not available for return and evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. Signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor-related. It also cannot be rules out that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. The machine has been used without incident since this event. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing.